Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent: machine pressure sensor auto-zero failed alarm message. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) was performing a pre-delivery testing of the device when the autozero alarm occurred. The device continued to operate when the alarm sounded. On (B)(6) 2024, the asp could not duplicate the issue when running the device. The asp confirmed in the event log of the device that there was a check vent: machine pressure sensor auto-zero failed alarm message. The asp replaced the 2nd and 4th solenoid valve. The asp cleaned the device and completed a running and functional test following the part replacement. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The replaced solenoids (position 2 and 4) were returned to the philips product investigation lab (pil) for evaluation by a pil technician (tech). The pil tech performed testing and the tech verified that a check vent: machine pressure sensor auto-zero failed was generated by the test device using the returned solenoids. The pil tech concluded that the returned position 2 solenoid was stuck in the de-energized position, confirming that solenoid 2 was faulty. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.